Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a hole with reddish material in the pebax area. No other damage was observed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The reddish material could be related to the issue described in the event. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib ¿ paroxysmal) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially it was reported that the carto 3 system displayed a magnetic sensor error 105. The catheter cable was replaced without resolution. The carto application was reloaded, and the generator was rebooted without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. The magnetic sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jul-2023, there was a hole in the pebax and foreign reddish material was inside of it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 27-jul-2023.